Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot#: va2de0j; implanted: (B)(6) 2021; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2de0j implanted: (B)(6)2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024 (B)(6) patltr 1(con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they have been using the stimulator and everything has been working fine but in the last few weeks, last couple of days, within the last week in (B)(6), they have gotten an error of maximum settings when they try to increase past 0.4 on program 6 or 7. Worked with patient to synch with their implant and patient was successful synch, try to increase on program 6 and encountered max settings at 0.4. The patient checked their ins battery level it was 80% charged. Worked with patient to change programs and increase on program 2 and the issue did not occur, they tried program 7 and the issue did not occur. The patient said they have not fallen have not had accidents and no other medical tests or procedures. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have tried to meet with a manufacturer representative (rep) to go over some of the settings but scheduling has not worked out. Redirect to doctor if issue persists reviewed the doctor can coordinate a rep appointment. Additional information was received from the patient on (B)(6)2025. The cause was unknown. Only program 7 was throwing the error "the system is operating at maximum settings" when set to level 4. They are meeting with their manufacturer representative (rep) on (B)(6)2025 to evaluate the issue. The issue was not yet resolved. Additional information was received from the patient on (B)(6)2025; it was reported that one of the leads had moved. The rep adjusted and fixed it on (B)(6)2025, and it was great.